Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the suction irrigator to perform failure analysis (fa). The complaint was not confirmed by fa since the product was not returned, the information gathered cannot confirm nor deny that the reported device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the system log review did not show any related errors, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, while the customer was using the suction irrigator instrument, the tip came off its axis, making it impossible to remove the instrument through the cannula. As a result, the site had to undock the arm, instrument, and cannula from the patient simultaneously to remove it. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that the customer return the instrument, but the customer stated that they had to break the instrument to get it out and were unsure if they would return it. The customer obtained a new instrument and continued with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical sales representative (csr) was able to show the surgeon what actions led to the suction tip coming off its axis. The issue occurred only with this surgeon, indicating that it was related to user technique rather than a product problem. The video recording of the procedure was requested but could not be provided.